Manufacturer narrative:
Right seat frame was returned for evaluation. The return fields in (B)(4) state: custom manual wheelchairs. Frame, broken/cracked tubing. Right side seat rail broken off in front of seat rail support tube. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the for the right seat frame tubing breaking. A rational explanation for the right seat frame tubing breaking could not be determined. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation. Left seat frame was returned for evaluation. The return fields in oracle state: custom manual wheelchairs. Frame, broken frame/weld. Left side seat rail broken from side frame at rear. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the left seat frame seat rail rear weld breaking. A rational explanation for the left seat frame seat rail rear weld breaking could not be determined. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Seat frame is broken. Left side frame is broken at a rear weld. Noticed the broken weld when he went to replace the right side frame.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Seat frame is broken. Left side frame is broken at a rear weld. Noticed the broken weld when he went to replace the right side frame.